Event description:
It was reported that technical services (ts) received a call about a patient with oversensing every night at 2:00 a.m. There was also noted pacing inhibition, and ts suggested trying to reproduce the asystole in the clinic, adding that it could be oversensing or loss of capture (loc). The device and leads remain in service. No adverse patient effects were reported.